Event description:
Initial glucose result was 47 mg/dl. Repeat of same sample, result was 149 mg/dl. No information provided to determine if results were used to guide therapy. The field service representative determined a rinse mechanism nozzle was clogged. The mechanism was cleaned. Performance check tests were performed.